Event description:
It was reported that this right atrial (ra) lead exhibited noise. The boston scientific representative indicated that the patient also had a barostim device. Technical services (ts) indicated that this would typically be contraindicated due to the unipolar stimulation. Ts indicated that it is likely the dynamic noise algorithm and automatic gain control (agc) which are preventing noise from being sensed and recommended induction be completed to verify that a ventricular fibrillation (vf) would be properly seen by the device. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).